Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test and self test. All operating currents were within specification. The low battery alarm and off no power alarm functioned properly. The low reservoir alarm functioned properly. The insulin pump was programmed with multiple basal profiles and monitored. The basal profiles delivered properly. No basal anomaly was noted. The insulin pump had minor scratches on the display window, a scratched case, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose is high. The blood glucose reading is 420 mg/dl. Advised customer the insulin pump is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).